Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument jammed. The surgeon recut one centimeter of vagina tissue and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.